Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device follow-up while waiting for reports to print after completing all tests that the programmer froze and displayed an error. A power cycle resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event.